Manufacturer narrative:
A ge service representative performed an on site investigation. The ups (uninterruptible power supply) was displaying error messages. Actual repair was performed by the site biomed.

Event description:
The customer reported that the system shutdown uncommanded, resulting in a loss of navigation functionality. There is no report of patient injury.